Manufacturer narrative:
Patient information was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ the motor is not a single use device. The approximate age of the device is 6 years and 9 month, calculated from the purchase date. The device was received for investigation. The evaluation is not yet complete. The centrimag motor was manufacturer in september of 2010. The manufacture date was approximated as 9/1/2010. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that a system fail message was displayed. Movement of the black cable would cause the alarm. Reportedly, the motor did not stop or decelerate. The device was in use on a patient at the time of the event. There was no adverse effect on the patient.

Manufacturer narrative:
The report of movement of the motor cable causing alarms was confirmed and reproduced during testing of the returned extracorporeal circulatory support pump. The returned device was evaluated and tested by technical service. The reported complaint was verified. The unit was connected to test equipment but as soon as the cable from the motor was moved slightly the console alarmed with a "motor disconnected:m2" alarm. After numerous attempts, the motor cable continued to cause this error. The impedance values of the motor current barring phases were measured. The measurements revealed that the impedance of the bearing phase a2 connection would change from approximately 2 ohm to an open connection (infinite resistance), indicating conductor breakdown in the motor cable. All other lines measured within the normal ranges. The root cause of the conductor breakdown in the motor cable could not be conclusively determined during the investigation; however, a CAPA has been initiated to investigate the issue further. Reports of similar events will continue to be tracked and monitored. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.